Manufacturer narrative:
An investigation was carried out into this complaint. On 2017-aug-16 arjohuntleigh has become aware of an incident reported by (B)(6) in (B)(6). It was alleged that when a resident was being transferred with maxi move passive floor lift, a sling clip came undone from a spreader bar and he/she fell through the sling. As a consequence of the event, the resident sustained a cut to the back of the head - a dressing was put on the wound to address this injury. The involved resident was not taken to hospital for any further assessment. The injury has been assessed as not serious. When reviewing similar reportable events registered within last 5 years, we have found a number of cases with similar fault description (sling clip detachment). If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate for reportable complaints claiming this failure mode is considered to be low. Both items, the lift and the sling were inspected by arjohuntleigh representative. There was no malfunction with the sling detected (not looked worn or used). It was found that the keypad (touchpad) on the mast of the lift was inoperable and the device can be operated only by the handcontrol (handset), however this failure did not influence of the correct sling to spreader bar attachment. In course of the investigation it has been tried to establish the most likely root cause of the reported event - clip detachment from spreader bar leading the resident fall. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. The instruction for use for maxi move lift warns (rev. 4 from apr 2010): "important: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." When the clip becomes detached, the person is likely to fall away from the sling towards the corner where the clip detached: if the leg clip is not attached but a resident weight is applied to it during initial stage of resident transferred onto the sling, a drop can be immediate if there is no chair that could prevent the further fall. If the labeling is followed the possibility of occurrence such hazardous situation is minimal. However, it is possible for the caregivers to not follow the instruction provided in the device labeling in regards to checking if the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. This scenario is unlikely to occur in this incident as it was confirmed by the facility staff that the sling was fully attached to the spreader bar. There are additional scenarios, which also involve usage of the device, which is not in accordance to IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labeled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labeling is followed the possibility of occurrence of hazardous situation is minimal. However, it is possible for the caregiver to not follow the labeling and use the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. This scenario can correspond to the description of the reported event - the clip detachment when the sling was fully attached to the spreader. Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The facts that there was no malfunction of the device found and the event could not have been duplicated also lead to the conclusion that the incident was caused the most likely by user. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Arjohuntleigh suggests reminding the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling and the lift before transfer. This is to be communicated to the customer. Taking into account the listed above facts, it is found the device was being used for patient handling when the event occurred and it was also directly involved with the reportable incident as the resident fell out of the sling due to the sling clip detachment. There was no technical malfunction with the lift, neither the involved sling detected. No adverse event took place either.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
As reported to arjohuntleigh, a resident was being transferred with maxi move passive floor lift when the sling attachment came undone and the resident fell through the sling. The resident suffered a cut to the back of the head and a dressing was put on the wound to address the cut - the injury was assessed as not a serious one. The resident was not taken to hospital for any further assessment.